Event description:
The customer reported that the generator and non-covidien hand piece were used in a laparoscopic robotic prostate surgery. During the case the cautery stopped working and the cautery cord melted off with a small flame on the portion that was connected to the generator. There was no patient or physician harm. The hand piece, cord and generator were evaluated by the site's biomed department. The biomed reported that both monopolar ports of the generator were measured and all readings were within specification and no unusual heating occurred. The biomed suspects that the reusable cord for the hand piece was at fault. The generator was returned to use with a different cord after the biomed check.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow up report will be submitted.